Event description:
It was reported that there was an anomaly during a device upgrade procedure. Interrogation of the device showed chronic high hv lead impedance measurements on the rv to svc. The lead was visualized under fluoroscopy with no externalized cables noted, although an anomaly at the distal end of the svc coil was observed. The lead was programmed to exclude the svc coil in the shocking vector and was attached to the new device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.